Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in liverpool, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per instructions for use, patient reusable blankets are not used by the hospital, 3t surfaces and water circuits are disinfected prior to initial operation, prior to storing the device and after every operation. In addition, 3t aerosol collection set is replaced after the allowed use period, water quality monitoring is applied, however when the device is stored full of water h2o2 is not checked during weekends. Lastly, when the water in the tank is changed every 7 days the h2o2 is added and a disposable pall-aquasafe water filter with an 0.2 m membrane or an equivalent filter is used for tap water. Taking into account that when the device is not used it is stored full of water and in this case h2o2 check is not performed every day as prescribed by the device instructions for use, it cannot be ruled out that this deviation may have led/contributed to the reported contamination.

Event description:
See initial report.